Event description:
The nurse reported poor or no vacuum during I/a. The system was switched out to complete the case. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The software was updated. The system was then tested and met all product specifications. (B)(4).